Event description:
Reporter stated that her grandmother had a meter to hcp meter comparison test with readings of 24 and 0 mg/dl. No symptoms reported. On follow-up, reporter was not available and the customer's son was unfamiliar with details of her call. Son stated that his mother's aide does not have a meter and that she uses pt's meter when testing. He said that his mother's meter memory included results of 122, 0, 22, er5 and 115. They had been cleaning meter with alcohol. The son stated that his family was satisfied with meter results.